Event description:
Asr revision.

Manufacturer narrative:
Although the specific reason for the pt's revision is unk, because the pt's claim has been approved by depuy's third-party claims administrator, it is reasonable to conclude that the reason for the revision has been determined to be product-related. It is reasonable to conclude that the adapter sleeve would have been unlikely to be a factor in the reason for the pt's revision.

Event description:
Left hip.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).